Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring, successfully loaded a cartridge to address the event, and resumed insulin delivery. The customer's blood glucose (bg) level was 66 mg/dl and the bg level was addressed by the customer drinking juice. Reportedly, the bg level was due to the customer performing a physical activity.